Manufacturer narrative:
(B)(4) follow up. It was reported that upon removing the injection needle cap, the medication began dispensing automatically. Because a physical sample was not returned, a comprehensive evaluation could not be performed. To support the investigation, two photographs were provided for review by the quality team. The first image shows a needle assembled to a syringe, focusing on the connection between the needle hub and the syringe luer lock. The second image depicts a needle assembly with the plastic shield in place. No additional information could be obtained from these photographs. A review of the device history record was conducted for material number 305106, lot 4081033. The review confirmed that no quality issues were detected during the production of this lot that could have contributed to the reported condition. There were no related quality notifications, and all processes and final inspections were performed in compliance with specification requirements. Based on the investigation and the photographic analysis, the reported symptom could not be confirmed. Without the physical sample for evaluation, it was not possible to determine a probable root cause.

Event description:
It was reported that the bd needle 30x1/2 rb had leakage. The following information was provided by the initial reporter. Material: 305106, batch#: 4081033. Verbatim: rcc received a complaint via email. Email(s) attached. Complaint number: (B)(4). Complaint description: on 30jul2025 xx was informed of an event with eylea 8mg vial kit which was categorized with the defect component issue ¿ defective syringe . On 28jul2025, the office staff reported the following: ¿when the doctor attempted to remove the injection needle cap, it automatically started "shooting out (the medication)" without pressing the plunger.¿ lot: 8463800035 injection needle, catalog: 305106, lot: 4081033. Investigational request /return component status please perform an evaluation of the process and sample to determine any potential contributing factors to the needle blockage.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.